Manufacturer narrative:
One opened handpiece injector was received for the report of lens laceration. A visual inspection of the handpiece injector was performed and was found to be conforming. A dimensional plunger position height check was performed and was found to be conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore a lens laceration as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and found to be conforming. A dimensional test was performed for plunger height position and deemed conforming. A functional test was performed for thread engagement and plunger movement through the barrel and deemed conforming. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, at the time of implantation, the lens laceration was observed. The doctor has requested to remove the injectors from the institution. Additional information was requested, but no further information is available.